Event description:
It was reported that a piece of the suction tube broke off distally; this was noticed during reprocessing in the cssd. Since it was not possible to determine where this piece broke off, the patient had to be operated again. No further information available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. Investigation result: one electrode is missing. Another one already shows damage at the tube outlet. This is clearly visible and is already a reason to remove the instrument from use. The instrument is over 11 years old. The electrode holders are broken off. Due to the damage still present, the instrument should have been replaced long ago. Corresponding warnings are already included in the IFU. The event is filed under internal: karl storz complaint ID (B)(4).